Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned pump for alleged possible over delivery anomaly and low bg found on 31-jan-2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms were noted during testing. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Pump successfully downloaded to thump. No unexpected motor alarms or insulin flow blocked alarms were noted in the history files or traces on or near the event date. Pump error 63 variable 13 was found on 30-jan-2023 at 15:50:45.00 due to arm watchdog failure. No bolus delivery on 31-jan-2023. Pump delivered 2.3u of bolus on 29-jan-2023. The pump was cut open and found a damaged d1 diode, dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Unable to confirm low bg. Pump error 63 variable 12 was confirmed in the history files due to a hardware error anomaly. Pump exposed to moisture confirmed on pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 102 mg/dl. The customer also reported the pump was over-delivering. The customer was treated with a food intake. The customer does not experience any symptoms. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The pump will be returned for analysis.